Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery, low battery alarm, low reservoir and blank display/ physical damage. Troubleshooting was done. Customer's blood glucose was 45 mg/dl. Customer stated treated with food and drink. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected low battery alarms, blank display, low reservoir alarm, or other alarms noted. However, the pump had a cracked case at the display window corners and reservoir tube lip.